Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. The date of the event was unknown. It was reported the pump sends a shock in the chest, muscles, legs and arms but it did not hurt. On (B)(6) 2016 information was received from the healthcare provider. The hcp was unaware of any complaints. The patient was comfortable at present with no complaints of any type.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.